Manufacturer narrative:
A field service engineer (fse) was dispatched on-site the day of the event and reattached tubing that had popped off fitting at feed through (ff42) on the blood sample valve (bsv) module which resolved the issue. The cause of the leak is the tubing at ff42 - the aspiration path from the bsv to primary-mode aspiration pump (pm4). (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a 5 ml clear fluid leak in their coulter lh 500 hematology analyzer after the shutdown/startup was completed. No patient samples or results were affected. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. The customer was unable to locate the source of the leak and a service visit was set up.